Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer would change the pump supplies to address the issue, and ultimately reverted to an alternate method of insulin delivery. Customer blood glucose was 400-458 mg/dl.